Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2009. Before use on the pt, the unit did not drive the disposable sufficiently. An alternative method was used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). (B)(4) - insufficient drive of disposable - not labeled. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted a supplemental 3500a form.